Event description:
A caller reported that the pump battery was depleting too fast, but this did not lead to a pump shutdown. There was no adverse impact on the customer's blood glucose level. Customer support advised the user to charge the pump fully and check the battery percentage after 24 hours to continue troubleshooting. The caller was asked to report back if the issue persisted.